Event description:
Customer reported hospitalization due to low blood glucose. Customer passed out. Customer's wife found him with a blood glucose reading of 36 mg/dl. The paramedics were called to transport customer to hospital. Customer stated that he did count the carbohydrates correctly and gave himself too much insulin. The customer's current blood glucose reading is 350 mg/dl. Customer treated with insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.